Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Customer's blood glucose (bg) ranged from 450 mg/dl to over 600 mg/dl with moderate to high ketones. Bg was addressed with a manual injection. At the time of report, bg was 120 mg/dl. Reportedly, customer reverted to an alternate pump for insulin therapy.